Event description:
We have received information that this ventilator has shown an atypical behaviour pattern during therapy and therapy with this ventilator has been interrupted. The ventilator was used for invasive ventilation in the patient's home and displayed ghost touches on the control panel which allegedly terminated the therapy. We have not received any information that the patient or any other person has suffered any harm.